Manufacturer narrative:
Patient is pediatric, age was not provided. PMA 510(k): while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of "hi" (>600 mg/dl) and 101 mg/dl within 9 minutes on the mobile system. No adverse event reported. The alleged product was requested for evaluation. Test strips were discarded and unable to be returned.